Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery was empty within a few hours. There was no power error detected alarm. It was noted that without any prior warning, the battery had needed to be changed within 30 minutes and then the screen would be black. Troubleshooting was performed. The had to push the escape button until the screen went black and wait 30 minutes then insert a new battery. The customer¿s blood glucose level was unknown. They were advised to call back when the batteries go empty within 1 week. The device will not be returned for analysis.